Manufacturer narrative:
(B)(4).on (B)(6)-2015, the customer, (B)(6) reported that during a CT clinical patient procedure, when the operator used the load pedal of the footswitch, the patient support moved downwards. There was no harm to a patient, operator or bystander due to this issue and there was no rescan/reinjection required. The same issue had occurred on (B)(6)-2015 at the site. The first event is addressed by a complaint and the second event is addressed by a separate complaint. After the motion occurred, the customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. The fse arrived on site and evaluated the system. The fse found the s_command_button_stuck_error on the log files again. The fse determined that for this occurrence, the right rear gantry control panel had failed and replaced it, to resolve the issue. After this service, there have been no further recurrences at the site.the fse did not provide the defective part and log files for this occurrence. However, the defective parts and log files were provided for the first occurrence, the results of the investigation is documented in another complaint.CT engineering determined the risk to be acceptable with the following mitigations for this issue:¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck.¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving.¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders.¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds.¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope, - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed.¿ design mitigations enabling human response:- continuous activation for manual motion,- emergency stop controls enable termination of motion in hazardous condition,- emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system.- speed of motorized non-programmed motion is limited. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear right gantry control panel.

Event description:
The customer reported that during a clinical patient study when the operator pressed the "load" pedal on the foot switch, released it, and then pressed it again, the "unload" operation started instead, and moving the patient support outwards, away from the gantry. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The patient support motion was halted when the pedal was released. The fse evaluated the system and found that the log files contained a s_command_button_stuck_error. The fse replaced the faulty right-side rear operator's panel assembly on the gantry, and confirmed normal operation using the performance assurance tool resolving the issue.